Event description:
It was reported that during priming of the device for a cardiopulmonary bypass procedure, the central control monitor (ccm) had no display and did not work after turning on the system-1. The rest of the devices such as pumps and modules are working normally. As a result an alternate system was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The customer has a back-up sarns 8000 perfusion system and they replaced the system-1 with the sarns 8000 before the case. The subsidiary service manager was troubleshooting and found that the single board computer (sbc) did not generate the "ps on" signal to activate the advanced technology extended (atx) power board. There is no 12 volt out and 5 volt out from atx power board.